Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), headache ("migraines/headaches"), back pain ("low back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and perineal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent a laparoscopic total hysterectomy with bilateral salpingo-oophrectomy with a device removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2010: complete tubal occlusion (B)(6) 2017:transvaginal ultrasound report: impression: essure coils non vis hopkins [sic]. (B)(6) 2017:abdominal x-ray report:findings: fallopian tube occlusion devices are in radiographic expected location along both sides of the pelvis. (B)(6) 2017:surgical pathology report: uterus, cervix, ovaries and fallopian tubes: endometrium: secretory endometrium. Ovaries: benign cysts. Fallopian tubes: essure coils; otherwise no significant diagnostic alterations. Gross description: within the lumen of each fallopian tube at the non-fimbriated and is an essure coil that is previously noted most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet & medical record received. Event vaginal, menorrhagia, dysmenorrhea, headaches, migraines back pain, abdominal pain are added. Concomitant & historical conditions , drug are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("spontaneous abortion") and pregnancy with contraceptive device ("pregnancy (stillbirth / miscarrige) /pregnancy with contraceptive device ") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's concurrent conditions included perineal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines/headaches") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), back pain ("low back pain"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain"), depression ("depression"), anxiety ("mental anguish") and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, back pain and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, perineal pain, depression, anxiety, fatigue, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perineal pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a laparoscopic total hysterectomy with bilateral salpingo-oophrectomy with a device removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2010: complete tubal occlusion (B)(6) 2017:transvaginal ultrasound report: impression: essure coils non vis hopkins [sic]. (B)(6) 2017:abdominal x-ray report:findings: fallopian tube occlusion devices are in radiographic expected location along both sides of the pelvis (B)(6) 2017:surgical pathology report: uterus, cervix, ovaries and fallopian tubes: endometrium: secretory endometrium. Ovaries: benign cysts. Fallopian tubes: essure coils; otherwise no significant diagnostic alterations. Gross description: within the lumen of each fallopian tube at the non-fimbriated and is an essure coil that is previously noted most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Reporter information added. Added event depression, mental anguish, fatigue, pregnancy (stillbirth/miscarriage). Updated onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingo-oophorectomy with a device removal). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent a laparoscopic total hysterectomy with bilateral salpingo-oophorectomy with a device removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". Medical conditions: (B)(6) 2017:transvaginal ultrasound report: impression: essure coils non vis hopkins [sic]. (B)(6) 2017:abdominal x-ray report:findings: fallopian tube occlusion devices are in radiographic expected location along both sides of the pelvis (B)(6) 2017:surgical pathology report: uterus, cervix, ovaries and fallopian tubes: - endometrium: secretory endometrium. - ovaries: benign cysts. - fallopian tubes: essure coils; otherwise no significant diagnostic alterations. Gross description: within the lumen of each fallopian tube at the non-fimbriated and is an essure coil that is previously noted. Concurrent conditions included perineal pain. Concomitant products included alprazolam, alprazolam (xanax), paracetamol (acetaminophen), sertraline and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), headache ("migraines/headaches") and fatigue ("fatigue"), 24 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric condition : depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth / miscarrige) /pregnancy with contraceptive device"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("low back pain"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and abortion spontaneous ("spontaneous abortion"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, back pain and abdominal pain had resolved and the menstrual disorder, dysmenorrhoea, headache, perineal pain, depression, anxiety, fatigue, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, perineal pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a laparoscopic total hysterectomy with bilateral salpingo-oophrectomy with a device removal. Patient received treatment for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded; on (B)(6) 2010: results: complete tubal occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event outcome, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.